Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that femoral components are not fitting properly after use of the cut guide.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned items the cutting guides exhibit nicks gouges in and around the slots. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends